Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the status light of the home monitor remains orange.

Event description:
Reportedly, the status light of the home monitor remains orange.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the analysis report. Date received by manufacturer changed to 29/12/2022 as device investigation received.